Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Upon visual inspection, it was observed that the float switch was defective, that the pump was noisy, both covers were cracked as well as the enclosure at the drain fitting causing a visible leak, and the line cord was worn. It was also noted that the heater did not pass electrical testing. Functional testing consisted of filling the water tank with water, attaching a temp check, plugging in the line cord, and turning on the device. The reported problem of a suspected bad float switch was able to be replicated. The root cause of the reported issue was found to be a defective float switch, it became defective by unknown means. Repair actions consisted of replacing the float switch as well as replacing all other worn parts. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was a suspected bad float switch. No patient injury was reported.